Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with an unspecified mentor breast prosthesis developed baker grade iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo explantation and replacement with an unspecified mentor breast prosthesis on (B)(6) 2022. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On 25-may-2022, mentor received additional information about the event. An updated implantation date of (B)(6) 2014 was reported. Manufacturer¿s reference number: (B)(4).